Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient identified air bubbles in the drain line of an amia cassette. This occurred during drain one of five of peritoneal dialysis therapy. The patient was connected at the time of the event. The patient stated there was a bubble at the end of the drain line which multiplied. Renal therapy services (rts) reviewed proper procedures per the user manual and discussed continuous ambulatory peritoneal dialysis. The patient would notify the nurse regarding the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.